Event description:
It was reported to philips that the device's battery is not charging. There was no reported patient involvement. The device was sent in to bench repair for evaluation of the noted issue. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor and power pca. A service quote was sent to the customer for these part replacements. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor and power pca. The customer declined the service quote estimate, and the equipment was not repaired. No performance assurance testing was performed, no tools used, and defective stickers placed on device. Device is not returned to functionality. No further investigation or action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery is not charging. There was no reported patient involvement.